Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced continuous decreased glucose (bg) levels of an unknown value. Cause for bg was unknown. The customer's healthcare provider assisted the customer with prevent decreased bg levels. The customer to troubleshoot or provide additional information with tandem technical support.